Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronics. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 427 mg/dl. Customer treated with manual syringe. Customer stated that the numbers kept scrolling while trying to program a bolus. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.